Event description:
It was reported that the lead helix extended during repositioning due to parameters falling outside the acceptable range. As a result, lead implantation was unsuccessful on (B)(6) 2025. The patient's current status is unknown. Additional information was requested but has not been received.